Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system software page in salesforce was not updating correctly when they submitted the siu. After further investigation, the siu text string that was being generating was indicating operating software (os) 2.0.2 and was updating salesforce properly, however, the system was actually on os 2.0.3 as indicated by the self-test. There was no patient involvement.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9736355, serial/lot #: 2.0.3, product ID: 9736411, serial/lot #: s5janj0n212298x.) The system was serviced in the field and hardware parts were replaced. The system passed system checkout and was functioning as expected. Applicable codes: b01, c13, d02 the ssd 9736411 2.5in1tb s8 os 2.0.x dpd svc (ln: s5janj0n212298x) was returned for analysis. Analysis found that the complaint was confirmed. The self-test tool v2.0.5.39 reported the os as mnav os 2.0.3.3.52. Despite the os inconsistency the ssd did successfully load into apps and s.m.a.r.t data <(>&<)> self-test with no errors on the drive. The failure mechanism was corrupt os. Applicable codes: b01, c0201, d02 the software 9736355 mnav os update (version: 2.0.3) was returned for analysis. Analysis found that the complaint was confirmed. There was os mismatch found. Applicable codes: b01, c1001, d02 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.